Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the defibrillation system was removed due to infection.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the defibrillation system was removed due to infection.